Event description:
It was reported by the customer that fan failure was detected for cardiosave intra-aortic balloon pump (iabp). There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse reset the log and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.